Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07258. It was reported the patient underwent a replacement of her scs system due to the leads migrating. The patient stated migration occurred due to the patient falling. The physician replaced both of the patient' scs leads with a different model lead. Follow up identified the patient reported receiving effective stimulation therapy with the new system.